Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report pain and irritation at site of sensor insertion on (B)(6) 2014. Patient claimed she removed the sensor after experiencing burning, bruising and redness at site of insertion. Patient sough medical intervention and was advised by doctor to contact technical support. Patient prepares skin for insertion with benzoin tincture against user guide recommendations. At the time of contact with dexcom technical support patient was fine.

Manufacturer narrative:
(B)(4).